Manufacturer narrative:
Medical device problem code a15 captures the reportable issue of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was difficult to release from the catheter during attempted deployment. Additionally, a snap was felt during deployment and the handle was opened and closed multiple time in order for the clip to fully deploy from the catheter. It was also noted that different resistance was felt during the clip deployment. The photo provided by the customer showed that one of the clip arm was bent. The same issue happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip devices. There were no patient complications reported as a result of this event.